Manufacturer narrative:
Approximately 7 months post index procedure, the 5 x 18 palmaz genesis on 142cm amiia balloon expandable stent delivery system (sds) stent was completely torn and was confirmed under fluoroscopy. So far, there are no adverse events, including restenosis, in the left renal artery. No additional procedure has been taken. There was no reported patient injury. The palmaz genesis was implanted in a stenotic lesion of the left renal artery. Stenosis of the right renal artery progressed and became percutaneous transluminal renal angioplasty (ptra). The device will not be returned for analysis as it was implanted into the patient. Photographs were provided and available for review. The product was not returned for analysis. Two jpg images were provided. In one picture a monitor image shows a renal artery illuminated by radiopaque contrast with an intact stent faintly discernible. A guide catheter is positioned at the ostium of the renal artery. In the other picture a monitor image shows a stent within a renal artery exhibiting type v stent fracture (circumferential fracture with a gap between the separated stent pieces). A guide catheter is present in the aorta. A product history record (phr) review of lot 17662121 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured - in patient¿ was confirmed through analysis of the procedural images provided for review. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (renal arteries are highly muscular and mobile and rate of calcification and stenosis is unknown) may have contributed to the event. Stent conformability is defined as the degree to which a stent can bend around its longitudinal axis after deployment. Decreased stent conformability can lead to longitudinal straightening of the vessel after stent deployment, which subjects the stent to the countervailing force of the vessel wall. This tends to revert the vessel axis to its original shape, leading to stent fracture. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. To reduce the potential for vessel damage, the inflated diameter of the system should approximate the diameter of the vessel just proximal and distal to the stenosis. The inflated dimensions are mentioned on the product label and hub identification band.¿ neither the phr review nor the procedural images suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately 7 months post procedure, the 5 x 18 palmaz genesis on 142 amiia balloon expandable stent delivery system (sds) was completely torn and was confirmed under fluoroscopy. So far, there are no adverse events, including restenosis, in the left renal artery. No additional procedure has been taken. There was no reported patient injury. The palmaz genesis was implanted in a stenotic lesion of the left renal artery. Stenosis of the right renal artery progressed and became percutaneous transluminal renal angioplasty (ptra). The device will not be returned for analysis as it was implanted to the patient. Per the review of the images, genesis 20201029.jpg shows the picture when confirming the fracture of the stent and genesis 20200312.jpg shows the picture immediately after the product was deployed. Photographs were provided and available for review. Per the image review of the clinician: two jpg images were provided. Genesis 20200312: a monitor image shows a renal artery illuminated by radiopaque contrast with an intact stent faintly discernible. A guide catheter is positioned at the ostium of the renal artery. Genesis 20201029: a monitor image shows a stent within a renal artery exhibiting type v stent fracture (circumferential fracture with a gap between the separated stent pieces). A guide catheter is present in the aorta.